Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected failed battery alarm or blank display noted. All operating currents are within specification. No damage found on the lcd connector isolation tape noted. Off no power alarm function properly and passed self-test. No unexpected ramping numbers noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported she was entering her carbohydrates to the customer and the numbers kept ramping on their own. Customer's blood glucose was 60 mg/dl. Customer does not recall any significant event that may have caused the keypad issue, but stated she lives near the ocean. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for blank display and failed battery was also performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.